Event description:
During the procedure, the generator displayed an error message which stated: get_system_data_0 and the procedure was cancelled.

Event description:
During the procedure, the generator displayed an error message which stated:, get_system_data_0 and the procedure was cancelled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported output problem and cancellation remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.